Event description:
It was reported that the bd ultrasafe¿ passive needle guard safety device broke during force testing. The following information was provided by the initial reporter: "the above component was received at xxxxx on (B)(6) 2021 and passed all qc incoming inspection criteria on (B)(6) 2022. Dupixent pfs-s batch cw3344 was assembled using the above batch of the component and placed on stability to fulfill the requirements for the annual stability programme. On the (B)(6) 2022 qc chemist initiated unlocking force testing for stability batch cw3344 9 month timepoint at conditions 2-8°c as per test method for break loose glide force, activation and unlocking force testing of dupilumab pre-filled syringe with safety system (pfs-s) (note: t0 of the above batch is equal to the date of manufacturing of associated filled syringes). 50 samples were tested and sample number 12 was out of specification (22.519n) material specification for dupixent (dupilumab) pre-filled syringe with safety system (pfs-s). Sample numbers 1-11 & 13-50 were within specification of 80 n as per specification.".

Manufacturer narrative:
Investigation summary: the customer issued a complaint for compression test failure detected during stability test. 1+1 sample and photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. The sample has slightly bent latch fingers. We did not see any molding issue on the sample. The latch fingers are not as bent as we usually see: test performed or method used may differ from test method used at bd. The 2nd sample did not show bent latch fingers. We did not see any molding issue on the sample. The compression test of the sample passed with conform result. During analysis of the retain samples bd tested them with standard equipment and method. The analysis of retain samples did not show any issue of the safety devices which could explain the observed failure. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.